Manufacturer narrative:
Additional information has been provided. The units of measure were mg/l.

Event description:
The customer alleged they received a questionable (B)(6) result for one patient on their c501 analyzer. The customer stated there were no other "wrong" results. The units of measure were not provided. The patient's initial (B)(6) result was (B)(6) and it was reported outside the laboratory. The repeat result was (B)(6) it was reported outside the laboratory. There were no adverse events. The (B)(6) reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
A root cause could not be determined. Additional informaiton was not provided for further investigation.